Event description:
It was reported that stent damage occurred. Vascular access was obtained via double puncture via a femoral and radial access. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery to mid left anterior descending artery. The first treatment was on the distal rca, pre dilatation was done and then a 2.50 x 20mm promus element plus was implanted. The second treatment was on the mid lad using a 2.75x16mm promus element plus drug-eluting stent. However, it was unable to cross the lesion. When the device was removed they noticed that the distal part was damaged. The procedure was completed with predilation to the mid rca and mid lad using a 2.5 x 15mm maverick balloon catheter. No patient complications were reported.